Event description:
A malfunction alarm with code malf 12 was reported. There was no reported impact to the customer¿s blood glucose level. The customer did not initially report or reset the pump, so cts provided reset instructions and assisted in resetting it. The malfunction did not recur after resetting, and the customer was advised to continue using the pump while being instructed to call back if the issue reappeared.